Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on impella cp support, the patient experienced a loss of pulses in their leg. An external femoral to femoral bypass was performed, but this did not restore perfusion to the lower limb. The patient also experienced a gastrointestinal bleed and bleeding from the nasogastric tube. The physicians decided to explant the impella due to bleeding and the need to discontinue heparin to resolve the bleeding as well as to treat the patient's limb ischemia. The impella cp was weaned and removed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.